Event description:
It was reported that a system error 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice device during dwell three of four. The patient was connected at the time of the alarm. The patient cleared the alarm and disconnected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.